Event description:
The nut and bolt that hold the sling assembly together came unscrewed with the patient positioned in the sling. No injuries occurred. Huntleigh healthcare obtained this info from the user facility.